Event description:
It was reported to boston scientific corp that a leveen coaccess electrode system was used during a rfa (radiofrequency ablation) procedure performed in 2009. According to the complainant, during the procedure, the leveen needle was used with a metal echo attachment. A steam plume was noted from the puncture site when rfa was performed for 10 minutes at an output of 130w. A third degreen burn with blistering, approximately 3cm in size, developed at the puncture site. The procedure was completed with the same leveen coaccess electrode system and the burn was treated with glycerin and ice. No additional problems were noted to the pt.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.